Event description:
The customer reports that the device did not update properly and device did not boot up correctly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.